Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. On (B)(6) 2016 - the patient had the mesh removed. The patient is making a claim for an adverse patient outcome against the kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. (B)(6) 2016 - the patient had the mesh removed. The patient is making a claim for an adverse patient outcome against the kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with symptomatic right inguinal hernia and indirect inguinal hernia thereby underwent open repair with implant of kugel patch. Per operative notes, "a bulge lateral to the epigastric consistent with an indirect hernia was noted. The sac was teased off the cord structure up to the peritoneal reflection. A small oval kugel patch was placed into the defect and secured in place." (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with removal of mesh. Per operative notes, "there was extensive scarification with mesh. The conglomerated kugel patch on the floor of the inguinal canal was excised and identified the recurrent hernia. The direct hernia was reduced below the inguinal floor. A synthetic mesh was placed in the direct defect and secured in place." Attorney alleges that the patient had pain, hernia recurrence and emotional injuries. It is also alleged that the patient cannot lift as much as used to as it will cause irritation.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of kugel patch, patient was diagnosed with hernia recurrence, mesh deformation and scar tissue thereby underwent repair with removal of mesh. Per op notes, "the conglomerated mesh on the floor of the inguinal canal was excised." The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-jul-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.